Manufacturer narrative:
The technician found the bed exit tape switches were shorted. The technician replaced the tape switches to repair the bed.

Event description:
Info received indicates the bed exit system would arm, but would not alarm.